Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the patient link was rebooting multiple times. The field service engineer (fse), determined that this was due to the known 2018 adt reboot issue. There was no patient incident.

Manufacturer narrative:
(B)(4).